Event description:
It was reported that the patient received inappropriate shocks. Right ventricular (rv) lead noise was noted on the electrogram, along with high impedance. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.